Manufacturer narrative:
Other applicable components are:: product ID 3889-28 lot# v074433 serial# implanted: (B)(6)2008 explanted: (B)(6) 2017 product type lead. D10 was deleted since there was no issue reported regarding the implantable neurostimulator that contributed to a malfunction; analysis reviewed that there was no neurostimulator device anomaly found. Follow up was sent to find out if lead will be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that wire was damaged and the implant system was replaced. The patient indicators for use are for urinary dysfuncti on/sacral nerve stim. No further complications were reported/anticipated.

Manufacturer narrative:
Updated device code. (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.